Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea"), salpingitis ("inflammation in both cornua where the fissure coils were placed") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction (she cannot wear fake jewelry due to skin irritation). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), dyspareunia ("pain after intercourse"), hypersensitivity ("allergic reaction symptoms") with rash and urticaria, feeling abnormal ("brain fog"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("low abdominal pain /cramping") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy on (B)(6) 2017), surgery (dilatation, curettage, hysteroscopy on (B)(6) 2014) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, salpingitis, endometriosis, dyspareunia, hypersensitivity, feeling abnormal, arthralgia, fatigue, alopecia, abdominal pain lower and menstruation irregular was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, hypersensitivity, menstruation irregular, pelvic pain and salpingitis to be related to essure. Diagnostic results: autoimmune testing results have been (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea'), salpingitis ('inflammation in both cornua where the fissure coils were placed') and endometriosis ('endometriosis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction (she cannot wear fake jewelry due to skin irritation). Autoimmune testing results have been negative. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), dyspareunia ("pain after intercourse"), hypersensitivity ("allergic reaction symptoms/hypersensitivity") with rash and urticaria, feeling abnormal ("brain fog"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("low abdominal pain /cramping"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune"). The patient was treated with surgery (ablation, dilatation, curettage, hysteroscopy on (B)(6) 2014 and total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, salpingitis, endometriosis, dyspareunia, hypersensitivity, feeling abnormal, arthralgia, fatigue, alopecia, abdominal pain lower and menstruation irregular was resolving and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menstruation irregular, pelvic pain and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea'), salpingitis ('inflammation in both cornua where the fissure coils were placed') and endometriosis ('endometriosis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction (she cannot wear fake jewelry due to skin irritation). Autoimmune testing results have been negative. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), dyspareunia ("pain after intercourse"), hypersensitivity ("allergic reaction symptoms/hypersensitivity") with rash and urticaria, feeling abnormal ("brain fog"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("low abdominal pain /cramping"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune"). The patient was treated with surgery (ablation, dilatation, curettage, hysteroscopy on (B)(6) 2014 and total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, salpingitis, endometriosis, dyspareunia, hypersensitivity, feeling abnormal, arthralgia, fatigue, alopecia, abdominal pain lower and menstruation irregular was resolving and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menstruation irregular, pelvic pain and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Product indication added. Events: abnormal bleeding, autoimmune disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the fundus of the uterus was perforated'), pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea'), salpingitis ('inflammation in both cornua where the fissure coils were placed') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction (she cannot wear fake jewelry due to skin irritation), abnormal uterine bleeding, menorrhagia and endometrial ablation. Autoimmune testing results have been negative. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), dyspareunia ("pain after intercourse"), hypersensitivity ("allergic reaction symptoms/hypersensitivity") with rash and urticaria, feeling abnormal ("brain fog"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("low abdominal pain /cramping"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune"). The patient was treated with surgery (tlh, b-s, diagnostic cystoscopy, ablation, dilatation, curettage, hysteroscopy on (B)(6) 2014 and total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage and autoimmune disorder outcome was unknown and the pelvic pain, dysmenorrhoea, salpingitis, endometriosis, dyspareunia, hypersensitivity, feeling abnormal, arthralgia, fatigue, alopecia, abdominal pain lower and menstruation irregular was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menstruation irregular, pelvic pain, salpingitis and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: no.of coils: on competition of essure there were 4 coils on left and 4 coils on right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, salpingitis, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , patients details, other relevant history , event : the fundus of theuterus was perforated." Added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea"), salpingitis ("inflammation in both cornua where the fissure coils were placed") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction (she cannot wear fake jewelry due to skin irritation). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), dyspareunia ("pain after intercourse"), hypersensitivity ("allergic reaction symptoms") with rash and urticaria, feeling abnormal ("brain fog"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("low abdominal pain /cramping") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingeetomy and diagnostic cystoscopy on (B)(6) 2017), surgery (dilatation, curettage, hysteroscopy on (B)(6) 2014) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, salpingitis, endometriosis, dyspareunia, hypersensitivity, feeling abnormal, arthralgia, fatigue, alopecia, abdominal pain lower and menstruation irregular was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, hypersensitivity, menstruation irregular, pelvic pain and salpingitis to be related to essure. Diagnostic results: autoimmune testing results have been negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.